Event description:
It was reported that the insulin pump alarmed button error. Customer stated he laid down to work underneath truck and pump started beeping. Customer's blood glucose at that time was 211 mg/dl. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had no button error alarm. The device also had no button response due to the flattened dome switch on the act button (creased). The device had minor scratched display window, scratched case, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.